Event description:
Issue of concern: "non-coring blunt fill needle" is resulting in coring of vial stoppers. Rn reports using a b-d blunt fill needle (18 gauge, 1 1/2 inch) attached to syringe to draw up miochol form a rubber stopper vial. This vial top has a small circle in which the needle must be placed in order for the solution to be drawn up. The rn placed the blunt fill needle into this circle at a right angle. After doing so, the rn noted that there was a piece of the rubber core in the syringe. The medication was not administered to the pt. The same rn reports another incident that occurred in approximately january/february 2003: using a b-d blunt fill needle (18 gauge, 1 1/2 inch), 10 nacl was drawn up from an abbott 50cc "mini bag" and injected into a vial of cephazolin. The rn noted small pieces of foreign matter in the vial. The diluted cephazolin was drawn up with a filter needle. The filter needle was changed again prior to injecting the cephazolin into the abbott mini bag. No particulate was noted after the filter needles were used.